Event description:
It was reported that the programmer displayed a system error on start up. The error was cleared with cycling the power. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer error is due to a (B)(4) board failure. Patient information is not generally available due to confidentiality concerns.